Manufacturer narrative:
Return of hoya device has been requested by the distributor (B)(4). Once the device is received by the manufacturer, a product investigation will be conducted. Once the product investigation is completed, manufacturer will submit a follow-up report to FDA. Internal reference: (B)(4)

Event description:
A mechanical error reportedly occurred during the procedure, the plunger damaged the lens haptic. There was patient contact and the incision was widened, no sutures were required. Additional information has been requested but has not been received.

Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: corrected information: contact office - revised to reflect current contact person. Additional information not available/included in the initial report - findings from the manufacturer's product/complaint investigation, as noted below: returned iol condition: the lens was divided into two pieces and ejected out from the injector tip. Only half of the broken optic was returned. The entire injector was not returned. No abnormalities were found in production and inspection records of the product. Possible causes: exact root cause is not determined. From our investigation, we believe this issue is not product related. Additional information - not available/included in the initial report - added manufacturer's event problem and evaluation codes for: patient; device; method; results; and conclusion. Additional information - not available/included in the initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation. This event can now be considered closed.